Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Merge lis is a complete system for ordering, managing and reporting a patient's laboratory work, from the time of order entry to the time the laboratory results are reported. On (B)(6) 2013 the customer reported that results were going to the wrong patient. There was no report of patient injury. (B)(4).